Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the lead exhibited loss of capture and no sensing. The physician decided to finish the procedure with another lead. This lead was disposed. No additional adverse patient effects were reported.